Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert was triggered for the right ventricular lead due to high impedance approximately one week after implant. It was determined that the lead had dislodged. Partial wound dehiscence and a pocket hematoma were also observed. During revision, the hematoma was evacuated and the lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.